Event description:
According to the event description: "the patient's mother claims that the npt was completed prematurely."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported date of occurrence is 06/17/25. There is no record of the equipment being used on 06/17/25.therefore, the last recorded infusion program from on 06/20/25 was investigated. The user programmed the volume to 1600ml, the time to 13 hours and 30 minutes, and the flow rate to 118.5ml/h. The user started the infusion at 11:33:16 and stopped it at 20:02:37 because the equipment's battery was dead. At 19:59:13, the equipment activated the low battery alarm, stopping the infusion. At 19:59:33, the user deactivated the alarm and restarted the infusion without connecting the equipment to the power grid. The user continued to attempt to use the device with the battery drained without reconnecting it to the power supply until 8:02:37 pm. The infused volume was 321.34 ml. The equipment has a normal used appearance. The equipment was connected to the power supply and an infusion was simulated and started with a programmed flow rate of 118.5 ml/h, programmed volume of 1600 ml in 13h30min. The volume infused was 1580 ml with an error of -1.3% in 15h30min15s with an error of 0.0%. The result of the test was approved (administration rate accuracy is set at +/- 5% in accordance with iec/en 60601-2-24). To assess the battery performance of the device, an infusion was carried out while operating solely on battery power. The infusomat® space is equipped with a modern nimh battery, which when new is expected to provide up to 8 hours of operation at a flow rate of 25 ml/h. During the test, the device operated at a flow rate of 25 ml/h. After 9 hours, 59 minutes, and 27 seconds, the low battery alarm was triggered. The battery performance exceeded the expected duration.the test was approved. The defect could not be confirmed. Analyzing the usage history, we found that the last infusion performed by the user was interrupted due to the device's battery being discharged. The device activated the alarm indicating that the battery was discharged, but for some reason, the user failed to reconnect the device to the power grid. While the device's battery was still charged, the infusion proceeded correctly. The infusion occurred exactly as programmed by the user. The result of the first functional test demonstrated that it is functioning correctly and accurately. The result of the second functional test demonstrated that the device's battery is also functioning correctly, exceeding the operating time specified in the manual for new batteries, which is an excellent result considering that the battery is not new. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.